Event description:
It was reported that the therapy got turned off. Caller stated that the patient was made to go through metal detector and they had a problem connecting since then. Caller also stated that it didn't stop doing it's thing after 20 mins since they noticed that it's off, because they started shaking. They were able to check that the implantable neurostimulator (ins) battery is at 78% when it got turned off. Agent walked them through connecting to the ins, and got the not found communicator screen, but was then eventually able to connect and turn the therapy back on. Agent documented reported events.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. . Medtronic will submit a supplemental report if additional relevant information becomes known.